Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was unknown. The most recent blood glucose reading in the morning was 100 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.